Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high pace thresholds and loss of capture the day following implant. There was no asystole noted with loss of capture. The lead was explanted and replaced with a new rv lead. No adverse patient effects were reported associated with this lead issue. The patient did have an myocardial infarction following the implant procedure, but was not related to this issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. From observation, here was a nick in the trilumen insulation (only through to the distal hv lumen) at 37 cm from pin; dried blood noted in and around the nicked region. This nick was induced in the field either during implant of explant of the lead. The lead was tested and met specification electrically and the allegation could not be confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.